Manufacturer narrative:
Concomitant medical products: product ID 7489, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
Information was received (via a manufacturer representative) from a healthcare professional regarding an event of a patient that occurred during device follow-up. It was reported that the patient's system stopped working and the battery could no longer be interrogated. The issue was identified as the patient reported to the clinic (at an unknown date) that the stimulation had changed and then the system stopped providing stimulation. The system died and stopped providing therapy. An x-ray was done with no visually significant findings. The battery was dead (depleted), so the patient was sent to the operating room for replacement of the battery and troubleshooting. In the or, it was discovered that the extension was "mangled" with the depleted ipg. The product (extension) fell apart. The extension and implantable pulse generator (ipg) were replaced, and the issue resolved. The patient was alive with no injury. Additional information from the manufacturer representative reported that the serial number of the ipg and extension were unknown as it was difficult to visualize after being explanted.